Event description:
The white radiopaque tip (approximately 4cm) of a diagnostic catheter remained in the pt's carotid artery. The tip was discovered seven weeks later during a subsequent surgery. No adverse consequences were attributed to the tip remaining in the pt.